Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that following a manual threshold test this pacemaker's outputs were programmed down. Following the programming change, the battery life estimate changed from one year remaining to five years remaining. No adverse patient effects were reported.